Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cs100 intra-aortic balloon pump (iabp) is working on battery mode when plugged into ac power. There is no patient harm reported.

Manufacturer narrative:
Additional information: e1(telephone number): (B)(6). A getinge field service engineer after inspecting of the machine, there is no display on the screen, and the machine does not enter the working state. It is determined that the power module is faulty, and it is recommended to replace it. He visited to the director of the department and the chief of the equipment section. The hospital decided not to repair the machine and planned to purchase new equipment.